Manufacturer narrative:
(B)(4). Result: damaged cable. Evaluation summary: visual and functional examination, found that the cable was damaged at the amphenol connector proximity.

Event description:
It was reported that during an unknown procedure, the device did not function. There was no pt consequence. Unknown how the case was completed.